Event description:
This device was explanted due to poor signal and r wave. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service. The devices memory content was inspected revealing no anomalies. The implant was interrogated with a clinical programmer. The recordings showed a small signal amplitude, thus confirming the clinical observation. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. In summary, the root cause of the poor signal could not be determined. The analysis revealed no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.